Event description:
The customer alleged the device had an intermittent audible alarm. The cse inspected the device and replaced the audio alarm assembly as a precautionary meausre. The unit passed extended self testing. It is not verified that the alarm was intermittent, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.